Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charge won't charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize an inserted battery. The cause for the failure was isolated to a contaminated battery board and a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the contamination was ingress of an unk liquid. The root cause for the damage q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A u.s. Distributor contacted zoll to report that charger/modem sn (B)(4) was unable to charge a battery.